Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusor ruptured during filling. The device was being filled with a g5%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 27, 2015 to august 28, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that the devices reservoir was ruptured. Upon microscopic inspection it was found that there was an abrasion located on the interior surface of the reservoir. The cause of the rupture could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.